Event description:
Our affiliate in another country is reporting a pt was operated in 2004 without any problems. The pt returned to the surgeon in 2007 "rejecting the implanted device." The pt will reportedly have another surgery.

Manufacturer narrative:
Depuy mitek is attempting to gather more information regarding the event at this time. Attempts have been made in an effort to determine more about the event such as the pt condition and clarification on the statement "rejecting the device," but to date, no additional information has been provided. Depuy mitek will attempt to gather more information. When and if more information is available, it will be reflected in a follow-up report.